Manufacturer narrative:
The reported low battery capacity was confirmed in the laboratory. The remaining battery capacity was found to be lower than the minimum and was due to an extra manual capacitor maintenance charge.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the device was interrogated from outside the package, premature battery depletion was observed. The device was not implanted and was replaced. There were no adverse consequences to the patient.